Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported a suspected fabric tear occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the routine follow-up transesophageal echocardiogram (tee), it was suspected that there was a tear in the fabric of the closure device allowing flow through the device into the laa. A computed tomography (CT) scan was also performed, and it is still suspected there is a tear in the fabric of the closure device. The patient has not experienced any adverse effects. The imaging will be further evaluated.